Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. The keypad connector was fully locked. The pump was programmed with a wizard bolus and monitored. The wizard bolus was delivered and recorded properly in bolus history screen. No bolus wizard anomaly was noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working properly. Customer reported that menu screen sometimes displayed incorrect information and that the bolus wizard was not working. Customer's blood glucose was 600 mg/dl. Customer also reported that buttons were responding intermittently. Customer was advised that insulin pump would need to be replaced.